Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns programming system was not able to communicate with multiple patient vns generators. It was felt the wand was the suspect component; however, product analysis of the wand did not reveal any malfunctions, and performed per specification. It is suspected the issue may be with the vns computer or computer serial cable. Attempts for additional information are in progress.

Event description:
All attempts for additional information from the reported have been unsuccessful to date.